Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging. Customer used multiple usb cables and stated that the usb cable would have to positioned a certain way to charge. Customer's blood glucose level ranged between 167 mg/dl and in the 300's (mg/dl). Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.